Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2018: [missing records: CT at (B)(6) ER, showing hernia was not provided.] (B)(6) 2018: (B)(6). (B)(6) . Emergency room visit. Right lower quadrant abdominal pain, becoming more severe, went to (B)(6) ER on (B)(6) 2018 ¿ CT showed hernia. Current every day smoker. Impression: acute cystitis without hematuria, history of hernia repair. Discharged, follow up surgery clinic 1 week. (B)(6) 2018: (B)(6). Radiology-CT abdomen/pelvis, with contrast. Indication: abdominal pain. Findings include: images obtained through the pelvis demonstrate grossly stable recent postsurgical changes consistent with ventral hernia repair although a stable residual herniation is visible in the anterior wall of the lower pelvis containing a portion of the urinary bladder. Density consistent with mesh material is visible superior to the herniation at the anterior midline and an apparent tract for a surgical instrument extends from the subcutaneous space of the right side of the pelvis into the region of the mesh material. Indeterminate metallic density is also visible within the lumen of the urinary bladder superiorly. Impression: no CT abnormalities are identified in the abdomen. Recent postsurgical changes are visible in the anterior abdominal wall at the lower abdomen and pelvis most consistent with repair of a ventral hernia. There is a stable residual herniation of the dome of the urinary bladder and indeterminate metallic density felt to be associated with the recent surgery within the lumen of the urinary bladder. Correlation with the patient¿s surgical history would be helpful. Status post hysterectomy. (B)(6) 2018: (B)(6); (B)(6). Emergency room visit. Abdominal pain, hematuria, seen in ed last month and had CT showed bladder herniation into abdominal wall with possible metallic object in the bladder, recurrent uti and abdominal pain for last month despite multiple antibiotic treatments. Medications: aspirin. Exam: tenderness/guarding; severe, right lower quadrant, left lower quadrant. Impression: ventral hernia, hemorrhagic cystitis. Plan: discharged, follow up with (B)(6) and surgery clinic 2 to 4 weeks. (B)(6) 2018: (B)(6). Emergency room visit. Pain bladder area, hx of bladder stones, has no pain relief. Impression/plan: acute cystitis with hematuria, history of ventral hernia repair. Discharged home. Follow up (B)(6) urology clinic 1 week. Positive urine culture recently, start antibiotic treatment outpatient today. (B)(6) 2018: (B)(6). Office notes. Ventral hernia repair (B)(6) 2012, lap with mesh, came into clinic 2 weeks prior same symptoms, previous CT showing recurrent ventral hernia with some protrusion of bladder and bladder stones, does smoke and it was discussed as possible reason the patients hernia recurred, experiences painful urination and blood urine due to bladder stones, in and out of ed to receive antibiotics weekly, has urology appointment next month. Impression/plan: suprapubic tenderness, dysuria, bladder stones with recurrent hernia, non-emergent surgical candidate, urology referral, pain medication, nitrofurantoin for uti due to statis [sic] of urinary bladder in ventral hernia. Spoke with urology, set up cystoscope for next week, tentative surgical plan involves resecting urachus and repairing hernia with extraction of mesh, likely primary open repair. (B)(6) 2018: (B)(6). Operative report. Preoperative diagnosis: hematuria and bladder stone. Postoperative diagnosis: hematuria and bladder stone. Procedure: cystoscopy. Complications: none. Blood loss: none. Findings: calcified suture material or mesh on the dome of the bladder surrounding inflammatory change. Indications: a 55-year-old female who had a ventral hernia repair around 2012. This was a mesh repair. She started having problems several months ago with right lower quadrant pain and subsequent intermittent episodes of gross hematuria. CT scan revealed recurrence of the hernia with calcifications in the dome, anterior bladder wall suspicious of erosion of mesh. Description of procedure: ¿informed consent was obtained. Taken the cysto suite. She was placed in dorsal lithotomy. She was prepped with subsequent insertion of lidocaine jelly into the urethra. Flexible scope was inserted. Urethra was unremarkable. She had inflammatory changes of the posterior wall and anterior near the dome. This was all well away from the trigone. No lesions within the mid and distal portions of the bladder. Up on the dome, again intense inflammatory reaction with centrally located calcifications adherent to the wall and apparent covering f suture material and/or mesh. The actual material could not be seen, but there were areas of calcifications clearly on suture material. No overt fistula. I relayed this information to (B)(6). She has a surgery appointment this week and will schedule for repair. I feel this can safely be done with just excision of the dome of the bladder at the level of healthy tissue with primary closure and drainage. She should be fine from a bladder standpoint with this. Again, this is well away from her ureteral orifices and trigone and this should not be a problem.¿ (B)(6) 2018: (B)(6). Office notes. Abdominal wall hernia, erosion of other implanted mesh to organ or tissue, sequela. Abdominal pain, 10/10, given pain prescription, demerol intramuscular in clinic. (B)(6) 2018: (B)(6). Office notes. Follow up ultrasound. Exam: morbidly obese, large hernia midline, very sensitive to palpation, describes as burning. Plan: referring patient to (B)(6), will add patient to be seen tomorrow for evaluation and planning of repair. (B)(6) 2018: (B)(6). History and physical. Surgical evaluation of recurrence of ventral hernia, began noticing gross hematuria, cystoscopy showed calcifications and mesh growing into bladder wall. Concurrently presents with right lower quadrant/right sided pelvic abscess, worsening erythema and warmth over area. Current everyday smoker. Exam: right lower quadrant/right lateral groin area with indurated and erythematous abscess, tender to palpation, site of prior ventral hernia repair in anterior lower midline mildly tender to palpation. Plan: admit, plan incision and drainage of right lower quadrant abscess, consult urology to evaluate ventral mesh with bladder wall involvement. (B)(6) 2018: (B)(6). Consultation ¿ urology. Ventral hernia mesh into the bladder with dystrophic calcifications on the mesh by CT scan 08/18/18. Will get with (B)(6) team, will be available to remove mesh from bladder with repair of the bladder following. (B)(6) 2018: (B)(6). Microbiology. Wound culture ¿ incision. Culture exudate/wound abscess: few staphylococcus aureus (methicillin resistant), few mixed skin flora. Stain: moderate wbc, no epithelial cells, many gram positive cocci in pairs, moderate gram negative bacilli, moderate gram positive bacilli. (B)(6) 2018: (B)(6). (B)(6). Discharge summary. Admit date: (B)(6) 2018. (B)(6) 2018, admitted, abscess drained, foley in place to the bladder injury. (B)(6) 2018, diet advanced, positive bowel sounds. (B)(6) 2018, clear liquid diet, stable. (B)(6) 2018, pain well controlled. (B)(6) 2018, stable, tolerating diet, continues to improve ¿ discharged. Instructions: normal activity as tolerated. Follow up 1-2 weeks, follow up with (B)(6)urology on (B)(6) 2018. (B)(6) 2018: (B)(6). Emergency room visit. Status post hernia and bladder repair, reports wound to abdomen possibly open with drainage and foul smell noted this am. Exam: surgical incision is erythematous and tender on palpation, inferior of umbilicus there is pus draining from in between staples, malodorous drainage. Lab: albumin 2.3 l, wbc 24.8. Impression/plan: postoperative complication, sepsis, acute cystitis with hematuria. Transfer to (B)(6). (B)(6) 2018: (B)(6). Radiology-abdomen kub. Indication: postop complication, recent repair. Impression: left mid abdomen mildly dilated loops of small bowel may represent ileus. (B)(6) 2018: university hospital and clinics. Microbiology. Blood culture: no growth at 5 days. Wound culture; drainage abdomen: normal skin flora isolated. (B)(6) 2018: (B)(6). Radiology ¿ CT abdomen pelvis with IV contrast. Indication: abdominal wall abscess, rule out intraabdominal process. Impression: postop changes in the abdomen/pelvis anteriorly with open wound at and below umbilicus. No soft tissue abscess is seen at this level. However, at the same level in the right lower quadrant laterally is a small abscess collection is subjacent soft tissues containing a drain. Dehiscence of abdominal wall musculature with abdominal wall defect below the umbilicus at midline up to 7.1 cm with some ventral protrusion of fat as well as a portion of urinary bladder. Some mild thickening of urinary bladder with mild adjacent fat stranding. Inflammatory changes cannot be excluded. Abdominal and bowel gas pattern with scattered air-fluid levels in distended small bowel the abdomen to upper pelvis with transition to nondilated bowel in the pelvis. Some large bowel contents throughout. Findings may represent early or partial obstruction. (B)(6) 2018: (B)(6). (B)(6). Radiology ¿ x-ray cystogram. Indication: bladder injury status post repair. Impression: negative for leak. Right grade 1 vesicoureteral reflux to the distal ureter. (B)(6) 2018: (B)(6). (B)(6). Discharge summary. Date of admission: (B)(6) 2018. Mesh erosion to bladder status post ex-lap with mesh and bladder repair with midline wound infection. Hospital course: midline wound infection, wound drained in ed, admitted for IV antibiotics. Patient would not tolerate bedside dressing changes, to or for further drainage and wound vac placement. Cystogram prior to discharge, no evidence of bladder leak, foley removed. Discharged, follow up lsu surgery clinic 2 weeks, activity as tolerated. (B)(6) 2018: (B)(6). Emergency room visit. Acute post-operative pain, reports ran out of main meds, wound vac in place. Plan: discharged, follow up with (B)(6) and pcp 3 to 5 days. (B)(6) 2018: (B)(6). Office notes. Post-op care, doing well, denies dysuria, hematuria, or pain with defecation, only complaint is abdominal pain around incision site and lack of strength in core area, has run out of pain medications, wound vac in place followed closely by wound care. Impression/plan: negative for any acute signs of infection or operational complications, wound intact and clean with wound vac in place. Continue wound vac therapy with wound care, refill pain meds for dressing changes, return to clinic 2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di # d7: corrected explant date. H4: added device manufacture date. H6: updated method and results codes. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6). [Illegible signature]. History and physical. Ventral hernia. Complaints of burning, abdominal pain, non-radiating, nausea, constipation, no vomiting, left leg numbness. Surgical history: hysterectomy (2008). Review of systems: constipation, diarrhea, nausea. Social history: tobacco 1 pack/day x 30 years. Examination: abdomen tender to palpation in right lower and left lower quadrant. Impression: incisional hernia, to or [illegible] for lap [laparoscopic] vs [versus] open incisional hernia repair. (B)(6) 2012: (B)(6) md. History and physical. Abdominal pain with a hernia. Complains of burning, (B)(6) abdominal pain that is associated with straining and not necessarily any food intake with associated nausea but no vomiting. Has had this pain for almost 2 years. Complains of mild constipation. First noticed this through her hysterectomy incision about 2 years ago and has progressed ever since. Has been on weight loss program and lost over 15 pounds recently. Past surgical history: total abdominal hysterectomy with bilateral salpingo-oophorectomy and cystoscopy in 2008. Social history: smokes half a pack per day currently. She used to smoke over two and half packs a day but has slowly decreased; smoked over 30 years. She works as a nursing aide where she has to do daily lifting and the hernia has been affecting ability to lift patients. Examination: weight 234 pounds. Height 5 feet 4 inches. Bmi 38. Abdomen; soft and nondistended with infraumbilical hernia that is reducible but tender to completely reduce. Radiology: CT scan obtained on (B)(6) 2012 showed 3 mm nodule in right lower lobe of lung and also ventral hernia inferior to the umbilicus extending to the pannus, which measures approximately 12 x 7 cm in the ap and transverse dimension, but the actual defect is about 11 x 6 cm. Follow up CT of thorax showed no mediastinal lymphadenopathy and no evidence of any kind of masses. Plan: laparoscopic versus open incisional hernia repair on (B)(6) 2012. Encouraged to stop smoking by time of surgery and to continue to lose weight. (B)(6) 2012: (B)(6). (B)(6). Pre-anesthesia evaluation. Height 5¿4¿. Weight 233 lbs. Problem list: incisional hernia. Smoker. Planned anesthesia: general. Physical status [asa]: 2. (B)(6) 2012: (B)(6). (B)(6). Operative report. Staff: (B)(6). Intraoperative consult: ent, (B)(6). Preoperative diagnosis: incisional ventral hernia. Postoperative diagnoses: incisional ventral hernia with base of tongue lingual tonsils. Anesthesia: general endotracheal. Estimated blood loss: 20 ml. Postoperative condition: __[sic]. Specimens: none. Indications: ¿the patient is a 49-year-old woman who had a total abdominal hysterectomy through the lower midline incision. She developed approximately 2 years ago swelling and pain at that site and occasional vomiting which she associated with pain. She has never had an episode of incarceration of a hernia. She works as a nursing assistant and does a lot of patient lifting; and during her lifting she is uncomfortable doing the job. The patient was given risk, benefits, and alternatives of repair. She voiced understanding and gave consent to proceed.¿ procedure in detail: ¿after obtaining appropriate consent and proper identification, the patient was brought to the or suite, placed supine on the table and general endotracheal anesthesia was induced. The patient¿s abdomen was then prepped and draped in a sterile fashion and a foley catheter was placed and a time-out procedure was conducted. A left upper quadrant incision was made in using hasson technique. The anterior and posterior fascia were identified and opened and the 0-vycryl stay sutures placed. A hasson trocar was placed into the abdomen and secured with the vicryl and then insufflation began. The patient tolerated insufflation without adverse event. Visual survey was made of the abdomen, there was no apparent iatrogenic injury. There was a small amount of adhesion to a very large low midline hernia that did not appear to contain any bowel. There were no other obvious pathologies found. Three additional trocars were then placed under direct visualization with local anesthetic for a total of 2 on the right and 2 on the left. We then began our dissection with the takedown of adhesions to the anterior abdominal wall using harmonic scalpel. Now bowel was encountered. The dimensions of the hernia were then measured and decision was made for dualmesh 15 x 19 in dimension. The mesh was prepared on the back table with gore sutures in the 12, 6, 9, and 3 o¿clock positions. It was then rolled as a scroll and secured with vicryl to keep it in a scroll configuration. The mesh was then inserted into the abdomen and placed in position. A gore suture passes was used to suture the 12 o¿clock and 6 o¿clock sutures. The mesh was then unrolled and tacked into place using a tacker x3 with double rolls circumferentially. The 3 o¿clock and 9 o¿clock transfacial [sic] sutures were secured also using gore suture passer and four additional transfacial [sic] sutures centered around the bottom and lower portions of the mesh. There was some mild amount of bleeding from one gore suture site, which stopped after securing the sundown of the suture, this was in the left lower quadrant. The repair was inspected and was found to have good coverage of the hernia defect. There were no wrinkles and the mesh was without tension with good overlap of the hernia edges. Insufflation was released and the trocars removed. The left upper quadrant fascia was closed with 0 vicryl interrupted x3 and the skin sites were closed with 4-0 pds subcuticular interrupted sutures. Mastisol with steri-stirps were placed on all sites and bandages as well as indicated. Ent representative dr. (B)(6) then joined the patient after a conversation with the patient¿s sister regarding rigid laryngoscopy and possible biopsy. The sister was comfortable consenting to rigid laryngoscopy to evaluate the base of tongue lesion that was noticed on intubation, but not comfortable consenting to biopsy. Rigid laryngoscopy was performed dr. (B)(6) will do the complete dictation. In brief: she felt that the patient currently had lingular tonsillar tissue nothing specific for malignancy that a biopsy could be done at a later date if warranted and they will see her in follow up on (B)(6) 2012 to discuss the findings and future needs. The patient tolerated her procedures well and after completion she was awoken, extubated, and brought to the recovery room in a stable condition. She would be instructed to wear an abdominal binder at all times except for when sleeping and in the shower.¿ (B)(6) 2012: (B)(6). Operative/other invasive procedure note. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 8839208. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/8839208) was implanted during the procedure. (B)(6) 2012: (B)(6). [Illegible signature, resident]. Discharge summary. Principal diagnosis: ventral hernia. Operation: laparoscopic ventral hernia repair. Complications: none. Plan: follow up 7-10 days, diet normal, activity normal. Condition on discharge: improved. (B)(6)2012: (B)(6). Guidelines for home care. Dressing in place for 48 hours. Then shower with soap and water, then leave open to air. Wear abdominal binder at all time except showers and sleeping. Follow up in the surgery clinic on (B)(6) 2012 to see (B)(6). (B)(6) 2018: (b)(^). (B)(6) (surgical resident), karl a. (B)(6), md. Progress notes. History of present illness: right lower abdominal wall abscess also with recurrence of ventral hernia with mesh erosion into dome of bladder status post cystoscopy (B)(6) 2018. Examination: abdomen appropriately tender on right flank surrounding incision. Flanked wound draining serous sinus fluid. Plan: continue antibiotics, continue deep vein thrombosis prophylaxis, changed bandages, continue diet ¿ nothing by mouth at midnight. Bring to or on (B)(6) 2018. Addendum: flank abscess incision and drainage looks improved. To or tomorrow for mesh explant. Continue antibiotics. (B)(6) 2018: (B)(6). (B)(6) md (urology). Operative report. Preoperative diagnosis: mesh erosion into bladder. Postoperative diagnosis: saa [unknown abbreviation]. Procedure: repair of cystorraphy/foreign body removal. Findings: ¿after signing informed consent the patient was taken to the or and placed under geta general endotracheal anesthesia. Dr. (B)(6) and staff proceeded with abdominal exploration and mesh removal. The mesh had eroded into the anterior wall and dome of the bladder. The mesh was removed which left about an 8-10 cm cystotomy. The ureteral orifices were away from the opening. The lateral pedicals of the bladder were taken down to relieve any tension on the bladder. The mucosal layer was closed with a running 2.0 chromic suture followed by a second seromuscular layer. The patient then underwent closure of the abdomen by (B)(6).¿ (B)(6) 2018: [date discrepancy, report states date of (B)(6) 2018 but all records reflect an operative date of (B)(6) 2018] (B)(6) (attending surgeon). Operative report. Resident surgeon(s): (B)(6). Procedure: exploratory laparotomy. Excision of prior midline hernia mesh. Repair of bladder. Abdominal wall abscess washout and drain placement. Anesthesia: general. Ebl [estimated blood loss]: 100 ml¿s. Specimens: hernia mesh. Complications: none. Indications: ¿this is a 56-year-old female who 7 years prior to presentation had a midline incisional hernia repair with mesh. Approximately 1 month prior to presentation she began having hematuria and recurrent uti¿s. This was worked up with cross-sectional imaging as well as cystoscopy. She was found to have hernia mesh that had eroded into her dome of her bladder. She was taken to the operating room for excision of mesh, and repair of bladder with urology.¿ findings: infected midline hernia mesh, gore dualmesh. Large bladder erosion measuring approximately 6 cm in length at the done of the bladder far away from the trigone. Infected mesh communicating with a right-sided subcutaneous flank abscess. Procedure: ¿after informed consent was obtained the patient was taken to the operating room laid supine on the operating table the abdomen was prepped and draped in the usual sterile manner. Immediately upon entering the abdomen the hernia mesh was encountered. This appeared to be a gore dualmesh. At the mesh appeared to be infected with gross purulence. There was a pseudocapsule around the mesh, which allowed easy extraction of the mesh by simply pulling on it. The bladder was identified, and appeared to be significantly inflamed, and there was a large cystotomy which measured approximately 6 cm in length in the dome of the bladder. This area was washed out and hemostasis was obtained. Urology was consulted for intraoperative help. Dr. (B)(6) with urology scrubbed in and performed a repair of the bladder injury. The bladder was closed using 2 layers of 2-0 and 3-0 chromic. Please see dr. Vicks dictation for details of his portion of the procedure. The remainder of the abdomen was inspected. The pelvis was irrigated with copious normal saline. Hemostasis was adequate. The midline fascia was closed using a running strata fix pds suture the skin was closed using skin staples. The wound was dressed with telfa and 4 x 4¿s. The right lower quadrant soft tissue abscess that had been drained 2 days prior was washed out, and a 1-inch penrose drain placed to allow continued drainage. The patient was awakened from anesthesia and sent to recovery in stable condition. Dr. (B)(6) was present for all the critical portions of the case and available for its entirety.¿ [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2018 procedure was not provided.] (B)(6) 2018: (B)(6) . (B)(6) . Pathology report. Accession: 11030892. Clinical data: abscess of abdominal wall. Final pathologic diagnosis: ¿old infected mesh¿; gross diagnosis only. Gross description: old infected mesh; in formalin labeled ¿old infected mesh¿ is a 15.5 x 12.8 x 0.2 cm portion of tan mesh material. There are several silver metallic spiral screws and tan sutures present. No sections submitted, gross only. (B)(6) 2018: (B)(6). (B)(6) (surgical resident). Progress notes. Pain controlled. Diet: clears, tolerating, no nausea/vomiting. Voiding: foley in place, urinary output good. Bowel function: no flatus, no bowel movement. Ambulation: getting out of bed. Examination: abdomen appropriately tender to palpation. Impression and plan: 56-year-old status post ex lap, removal of infected mesh eroding into bladder, bladder repair post op da] #2. Pain control, continue clear fluids while awaiting return of bowel function, foley catheter to remain in place due to bladder repair, continue antibiotic, follow up cultures, daily dressing changes to incision and drainage site, keep penrose in place. (B)(6) 2018: (B)(6). (B)(6) (surgical resident), (B)(6). Progress notes. No acute events overnight. Pain controlled. No nausea vomiting diarrhea. Foley in place. Examination: abdomen appropriately tender on right flank surrounding incision. Flanked wound draining serous sinus fluid. Plan: continue pain management. Keep foley in place for total of 10 days. Continue to encourage ambulation. Advance to regular diet. Prepare for discharge. Attestation: she is doing very well status post laparotomy and mesh removal with bladder repair, minimal pain, wounds clean and dry, will begin a slow diet advance and begin ambulatory effort. (B)(6) 2018: (B)(6). (B)(6) (surgical resident), (B)(6), (B)(6). Progress notes. Pain well controlled. Reports emesis when initially started on regular diet but has been tolerating diet since. Positive flatus/bowel movement. Afebrile over 24 hours. Examination: abdomen soft, appropriate tender to palpation, midline incision clean dry intact with no drainage or erythema and staples in place, right flank wound with penrose in place and mild serosanguinous drainage. Plan: postoperative day 4, continue regular diet, continue foley day 4/10, do not remove foley until cleared by urology; will need outpatient cysto prior to removal, continue bactrim based on susceptibilities, encourage ambulation, lovebox for deep vein thrombosis prophylaxis. Attestation: continues to improve. Feeling well. Did have fever and we broadened her antibiotic treatment in response. Otherwise approaching discharge date. (B)(6) 2018: (B)(6). (B)(6). Emergency room visit. Transferred from uhc lafayette for abdominal wall cellulitis. Was discharged form this hospital for infected mesh from hernia repair in past, status post surgery on (B)(6) 2018, discharged a few days ago. At that time, she had infected mesh, bladder injury repaired by (B)(6), and right subcutaneous flank abscess. She has drain in right lower quadrant and foley in place. She has erythema surrounding staples. She was given flagyl and zosyn and vancomycin and zofran and dilaudid prior to transfer with improvement in symptoms. Examination: abdominal; there is tenderness, there is a large midline surgical incision with staples in place. Wound is well approximated except for 3 mc area of possible dehiscence mid abdomen. There is serosanguineous discharge from the surgical site with foul odor. There is moderate blanchable erythema wit induration to the periumbilical region. There is also a penrose drain in place to right lower quadrant. Impression and plan: postoperative wound infection. Admit. (B)(6) 2018: (B)(6). (B)(6) md. Progress notes. Examination: staples removed on distal end of midline incision, wet to dry dressings in place saturated with serosanguineous brownish fluid. Interval imaging: CT abdomen pelvis; postop changes in the abdomen/pelvis anteriorly with open wound at and below umbilicus. No soft tissue abscess is seen at this level. However, at the same level in the right lower quadrant laterally is a small abscess collection is subjacent soft tissue containing drain. Dehiscence of abdominal wall musculature with abdominal wall defect below the umbilicus at midline up to 7.1 cm with some ventral protrusion of fat as well as a portion of urinary bladder. Some mild thickening of urinary bladder with mild adjacent fat stranding. Inflammatory change cannot be excluded. Abnormal bowel gas pattern with scattered air-fluid levels in distended to dilated small bowel the abdomen to upper pelvis with transition to nondilated bowel in the pelvis. Some large bowel contents throughout. Findings may represent early or partial obstruction. Plan: continue pain management, follow up with urology consult dr. (B)(6), continue antibiotics, dvt prophylaxis, continue to encourage ambulation, continue is, continue to monitor wbc¿s. (B)(6) 2018: (B)(6). (B)(6). Operative report. Staff: (B)(6). Residents: (B)(6); mohamed-(B)(6). Preoperative diagnosis: incisional hernia mesh erosion into bladder status post exploratory laparoscopy with mesh extraction and bladder repair with postoperative midline wound infection. Postoperative diagnosis: same. Procedure: midline abdominal wound exploration with wound vac placement. Indications: ¿patient is a 56-year-old female with history of incisional hernia with mesh erosion into bladder status post exploratory laparoscopy with mesh extraction and bladder repair who presented to the ed [emergency department] with midline abdominal wound infection. The wound would be drained in the ed [emergency department], but patient would not tolerate bedside dressing changes and the wound could not be properly evaluated. The patient would be consented for abdominal wound exploration with wound vac placement. The risks, benefits, indications, and alternatives were discussed and the patient agreed to the procedure.¿ procedure in detail: ¿after informed consent was obtained, the patient was brought to the or [operating room] and placed in the supine position. The abdomen was prepped and draped in the usual sterile fashion. The fascia was examined and appeared intact with no evidence of dehiscence. The wound cavity appeared to track superiorly although no purulent drainage was noted from the track. The wound would be thoroughly irrigated and a wv [wound vac] would be placed. A white sponge would be placed at the fascia with a black sponge overlying the wound. The wound vac would show good seal. The patient tolerated the procedure well and returned to the pacu postoperatively in stable condition. (B)(6) was present and available the entire procedure. Patient condition: stable. Complications: none. Estimated blood loss: minimal. Specimens: none. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal wall abscess, mesh erosion in the bladder, mesh infection, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1690, 1930, 3191: appropriate code/term not available for mesh erosion into bladder) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2012 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records form (B)(6), 2012 through (B)(6), 2018 were not provided. Patient information: medical history: ¿ obesity: ? (B)(6)2012: 234lbs.; bmi 38 ? (B)(6) 2018: 206 lbs.; bmi 36.5 ¿ smoking: ? (B)(6) 2012: ½ pack per day currently, smoked over 2½ packs per day x 30 years ? (B)(6) 2018: ¿current smoker; 0.5 packs/day." ¿ (B)(6) 2012: ventral hernia ¿ (B)(6) 2018: recurrent ventral hernia surgical procedures: ¿ 2008: hysterectomy with bilateral salpingo-oophorectomy and cystoscopy ¿ (B)(6) 2012: laparoscopic ventral hernia repair. Rigid laryngoscopy [to evaluate the base of tongue lesion]. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2018: cystoscopy ¿ (B)(6) 2018: incision and drainage abdomen/right flank ¿ (B)(6) 2018: exploratory laparotomy. Excision of prior midline hernia mesh. Repair of bladder. Abdominal wall abscess washout and drain placement. Repair of cystorraphy [sic]/foreign body removal. ¿ (B)(6) 2018: midline abdominal wound exploration with wound vac placement implant preoperative complaints: ¿ (B)(6) 2012: ¿ventral hernia. Complaints of burning, abdominal pain, non-radiating, nausea, constipation, no vomiting, left leg numbness.¿ ¿abdomen tender to palpation in right lower and left lower quadrant. Impression: incisional hernia, to or [illegible] for lap [laparoscopic] vs [versus] open incisional hernia repair.¿ ¿ (B)(6) 2012: history and physical. ¿abdominal pain with a hernia. Complains of burning, 9/10 abdominal pain that is associated with straining and not necessarily any food intake with associated nausea but no vomiting. Has had this pain for almost 2 years. Complains of mild constipation. First noticed this through her hysterectomy incision about 2 years ago and has progressed ever since. Has been on weight loss program and lost over 15 pounds recently.¿ ¿abdomen; soft and nondistended with infraumbilical hernia that is reducible but tender to completely reduce. CT scan obtained on 2/7/12 showed 3 mm nodule in right lower lobe of lung and also ventral hernia inferior to the umbilicus extending to the pannus, which measures approximately 12 x 7 cm in the ap [anterior/posterior] and transverse dimension, but the actual defect is about 11 x 6 cm. Follow up CT of thorax showed no mediastinal lymphadenopathy and no evidence of any kind of masses. Plan: laparoscopic versus open incisional hernia repair. Encouraged to stop smoking by time of surgery and to continue to lose weight.¿ ¿ (B)(6) 2012: indications. ¿the patient is a 49-year-old woman who had a total abdominal hysterectomy through the lower midline incision. She developed approximately 2 years ago swelling and pain at that site and occasional vomiting which she associated with pain. She has never had an episode of incarceration of a hernia. She works as a nursing assistant and does a lot of patient lifting; and during her lifting she is uncomfortable doing the job. The patient was given risk, benefits, and alternatives of repair. She voiced understanding and gave consent to proceed.¿ implant procedure: laparoscopic ventral hernia repair. Rigid laryngoscopy [to evaluate the base of tongue lesion]. [Implant: gore® dualmesh® plus biomaterial 8839208/1dlmcp04, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6), 2012 [hospitalization date: (B)(6), 2012] ¿ wound classification: not provided. ¿ description of hernia being treated: ¿a left upper quadrant incision was made in using hasson technique. The anterior and posterior fascia were identified and opened and the 0-vycryl stay sutures placed. A hasson trocar was placed into the abdomen and secured with the vicryl and then insufflation began. The patient tolerated insufflation without adverse event. Visual survey was made of the abdomen, there was no apparent iatrogenic injury. There was a small amount of adhesion to a very large low midline hernia that did not appear to contain any bowel. T here were no other obvious pathologies found. Three additional trocars were then placed under direct visualization with local anesthetic for a total of 2 on the right and 2 on the left. We then began our dissection with the takedown of adhesions to the anterior abdominal wall using harmonic scalpel. Now [sic] bowel was encountered.¿ ¿ implant size and fixation: ¿the dimensions of the hernia were then measured and decision was made for dualmesh 15 x 19 in dimension. The mesh was prepared on the back table with gore sutures in the 12, 6, 9, and 3 o¿clock positions. It was then rolled as a scroll and secured with vicryl to keep it in a scroll configuration. The mesh was then inserted into the abdomen and placed in position. A gore suture passes was used to suture the 12 o¿clock and 6 o¿clock sutures. The mesh was then unrolled and tacked into place using a tacker x3 with double rolls (sic) circumferentially. The 3 o¿clock and 9 o¿clock transfacial [sic] sutures were secured also u sing gore suture passer and four additional transfacial [sic] sutures centered around the bottom and lower portions of the mesh. There was some mild amount of bleeding from one gore suture site, which stopped after securing the sundown of the suture, this was in the left lower quadrant. The repair was inspected and was found to have good coverage of the hernia defect. There were no wrinkles and the mesh was without tension with good overlap of the hernia edges. Insufflation was released and the trocars removed. The left upper quadrant fascia was closed with 0 vicryl interrupted x3 and the skin sites were closed with 4-0 pds subcuticular interrupted sutures.¿ ¿ specimens: ¿none.¿ ¿ (B)(6) 2012: discharge: ¿follow up 7-10 days.¿ relevant medical information: ¿ (B)(6) 2018: emergency room. ¿right lower quadrant abdominal pain, becoming more severe, went to ER on (B)(6) 2018 ¿ CT showed hernia. Acute cystitis without hematuria, history of hernia repair. Discharged, follow up surgery clinic 1 week.¿ ¿ (B)(6) 2018: CT a/p. ¿indication: abdominal pain. Findings: images obtained through the pelvis demonstrate grossly stable recent postsurgical changes consistent with ventral hernia repair although a stable residual herniation is visible in the anterior wall of the lower pelvis containing a portion of the urinary bladder. Density consistent with mesh material is visible superior to the herniation at the anterior midline and an apparent tract for a surgical instrument extends from the subcutaneous space of the right side of the pelvis into the region of the mesh material. Indeterminate metallic density is also visible within the lumen of the urinary bladder superiorly. Impression: no CT abnormalities are identified in the abdomen. Recent postsurgical changes are visible in the anterior abdominal wall at the lower abdomen and pelvis most consistent with repair of a ventral hernia. There is a stable residual herniation of the dome of the urinary bladder and indeterminate metallic density felt to be associated with the recent surgery within the lumen of the urinary bladder.¿ ¿ (B)(6) 2018: emergency room. ¿abdominal pain, hematuria, seen in ed last month and had CT showed bladder herniation into abdominal wall with possible metallic object in the bladder , recurrent uti and abdominal pain for last month despite multiple antibiotic treatments.¿ ¿exam: tenderness/guarding; severe, right lower quadrant, left lower quadrant. Impression: ventral hernia, hemorrhagic cystitis. Plan: discharged, follow up with surgery clinic.¿ ¿ (B)(6)2018: emergency room. ¿pain bladder area, hx of bladder stones, has no pain relief. Impression/plan: acute cystitis with hematuria, history of ventral hernia repair. Discharged home. Follow up urology clinic 1 week. Positive urine culture recently, start antibiotic treatment outpatient today.¿ ¿ (B)(6) 2018: surgery consultation. ¿ventral hernia repair (B)(6) 2012, lap with mesh, came into clinic 2 weeks prior same symptoms, previous CT showing recurrent ventral hernia with some protrusion of bladder and bladder stones, does smoke and it was discussed as possible reason the patients hernia recurred , experiences painful urination and bloody urine due to bladder stones, in and out of ed to receive antibiotics weekly, has urology appointment next month. Impression/plan: suprapubic tenderness, dysuria, bladder stones with recurrent hernia, non-emergent surgical candidate, urology referral, pain medication, nitrofurantoin for uti due to statis [sic] of urinary bladder in ventral hernia. Spoke with urology, set up cystoscope for next week, tentative surgical plan involves resecting urachus and repairing hernia with extraction of mesh, likely primary open repair.¿ ¿ (B)(6) 2018: cystoscopy. ? Indications: ¿a 55-year-old female who had a ventral hernia repair around 2012. This was a mesh repair. She started having problems several months ago with right lower quadrant pain and subsequent intermittent episodes of gross hematuria. CT scan revealed recurrence of the hernia with calcifications in the dome, anterior bladder wall suspicious of erosion of mesh.¿ ? Findings: ¿calcified suture material or mesh on the dome of the bladder surrounding inflammatory change.¿ ? Procedure: ¿flexible scope was inserted. Urethra was unremarkable. She had inflammatory changes of the posterior wall and anterior near the dome. This was all well away from the trigone. No lesions within the mid and distal portions of the bladder. Up on the dome, again intense inflammatory reaction with centrally located calcifications adherent to the wall and apparent covering f [sic] suture material and/or mesh. The actual material could not be seen, but there were areas of calcifications clearly on suture material. No overt fistula. I relayed this information to dr. (B)(6). She has a surgery appointment this week and will schedule for repair. I feel this can safely be done with just excision of the dome of the bladder at the level of healthy tissue with primary closure and drainage. She should be fine from a bladder standpoint with this. Again, this is well away from her ureteral orifices and trigone and this should not be a problem.¿ ¿ (B)(6) 2018: urology visit. ¿abdominal wall hernia, erosion of other implanted mesh to organ or tissue, sequela. Abdominal pain, 10/10.¿ ¿ (B)(6) 2018: office note [unknown provider specialty] ¿morbidly obese, large hernia midline, very sensitive to palpation, describes as burning. Plan: referring patient surgery clinic, will add patient to be seen tomorrow for evaluation and planning of repair.¿ explant preoperative complaints: ¿ (B)(6) 2018: history and physical. ¿surgical evaluation of recurrence of ventral hernia, began noticing gross hematuria, cystoscopy showed calcifications and mesh growing into bladder wall. Concurrently presents with right lower quadrant/right sided pelvic abscess, worsening erythema and warmth over area.¿ ¿right lower quadrant/right lateral groin area with indurated and erythematous abscess, tender to palpation, site of prior ventral hernia repair in anterior lower midline mildly tender to palpation. Plan: admit, plan incision and drainage of right lower quadrant abscess, consult urology to evaluate ventral mesh with bladder wall involvement.¿ ¿ (B)(6) 2018: urology consultation. ¿ventral hernia mesh into the bladder with dystrophic calcifications on the mesh by CT scan (B)(6) 2018. Will get with dr. (B)(6), will be available to remove mesh from bladder with repair of the bladder following.¿ ¿ (B)(6) 2018: microbiology: ¿wound culture ¿ incision. Culture exudate/wound abscess: few staphylococcus aureus (methicillin resistant) [mrsa], few mixed skin flora. Stain: moderate wbc, no epithelial cells, many gram positive cocci in pairs, moderate gram negative bacilli, moderate gram positive bacilli.¿ ¿ (B)(6) 2018: ¿abdomen appropriately tender on right flank surrounding incision. Flanked wound draining serous sinus fluid.¿ ¿flank abscess incision and drainage looks improved. To or tomorrow for mesh explant. Continue antibiotics.¿ ¿ (B)(6) 2018: indications: ¿this is a 56-year-old female who 7 years prior to presentation had a midline incisional hernia repair with mesh. Approximately 1 month prior to presentation she began having hematuria and recurrent uti¿s. This was worked up with cross-sectional imaging as well as cystoscopy. She was found to have hernia mesh that had eroded into her dome of her bladder.¿ explant procedure: 1. Exploratory laparotomy. Excision of prior midline hernia mesh. Repair of bladder. Abdominal wall abscess washout and drain placement. 2. Repair of cystorraphy [sic]/foreign body removal. Explant date: (B)(6), 2018. [Hospitalization dates: (B)(6), 2018] ¿ wound classification: not provided. ¿ findings: ¿infected midline hernia mesh, gore dualmesh. Large bladder erosion measuring approximately 6 cm in length at the dome of the bladder far away from the trigone. Infected mesh communicating with a right-sided subcutaneous flank abscess.¿ ¿ procedure 1. Per dr. (B)(6): ¿immediately upon entering the abdomen the hernia mesh was encountered. This appeared to be a gore dualmesh. At the mesh appeared to be infected with gross purulence. There was a pseudocapsule around the mesh, which allowed easy extraction of the mesh by simply pulling on it. The bladder was identified, and appeared to be significantly inflamed, and there was a large cystotomy which measured approximately 6 cm in length in the dome of the bladder . This area was washed out and hemostasis was obtained. Urology was consulted for intraoperative help. Dr. (B)(6). With urology scrubbed in and performed a repair of the bladder injury. The bladder was closed using 2 layers of 2-0 and 3-0 chromic. Please see dr. (B)(6) dictation for details of his portion of the procedure. The remainder of the abdomen was inspected. The pelvis was irrigated with copious normal saline. Hemostasis was adequate. The midline fascia was closed using a running strata fix pds suture the skin was closed using skin staples. The wound was dressed with telfa and 4 x 4¿s. The right lower quadrant soft tissue abscess that had been drained 2 days prior was washed out, and a 1-inch penrose drain placed to allow continued drainage.¿ ¿ procedure 2. Per dr. (B)(6): ¿dr. (B)(6) and staff proceeded with abdominal exploration and mesh removal. The mesh had eroded into the anterior wall and dome of the bladder. The mesh was removed which left about an 8-10 cm cystotomy. The ureteral orifices were away from the opening. The lateral pedicals of the bladder were taken down to relieve any tension on the bladder. The mucosal layer was closed with a running 2.0 chromic suture followed by a second seromuscular layer. The patient then underwent closure of the abdomen by dr. (B)(6).¿ ¿ specimens: ¿hernia mesh.¿ [culture report was not provided] ¿ (B)(6) 2018: pathology: ¿gross description: old infected mesh; in formalin labeled ¿old infected mesh¿ is a 15.5 x 12.8 x 0.2 cm portion of tan mesh material. There are several silver metallic spiral screws and tan sutures presen t. No sections submitted, gross only.¿ ¿ (B)(6)2018: discharge instructions: ¿normal activity as tolerated. Follow up 1-2 weeks, follow up with urology.¿ relevant medical information: ¿ (B)(6) 2018: emergency room. ¿transferred for abdominal wall cellulitis. Was discharged from this hospital for infected mesh from hernia repair in past, status post surgery on (B)(6) 2018, discharged a few days ago. At that time, she had infected mesh, bladder injury repaired by dr. (B)(6)., and right subcutaneous flank abscess. She has drain in right lower quadrant and foley in place. She has erythema surrounding staples. She was given flagyl and zosyn and vancomycin and zofran and dilaudid prior to transfer with improvement in symptoms. Examination: abdominal; there is tenderness, there is a large midline surgical incision with staples in place. Wound is well approximated except for 3 mc area of possible dehiscence mid abdomen. There is serosanguineous discharge from the surgical site with foul odor. There is moderate blanchable erythema wit induration to the periumbilical region. There is also a penrose drain in place to right lower quadrant. Impression and plan: postoperative wound infection. Admit.¿ ¿ (B)(6) 2018: CT a/p: impression: ¿postop changes in the abdomen/pelvis anteriorly with open wound at and below umbilicus. No soft tissue abscess is seen at this level. However, at the same level in the right lower quadrant laterally is a small abscess collection is subjacent soft tissues containing a drain. Dehiscence of abdominal wall musculature with abdominal wall defect below the umbilicus at midline up to 7.1 cm with some ventral protrusion of fat as well as a portion of urinary bladder. Some mild thickening of urinary bladder with mild adjacent fat stranding. Inflammatory changes cannot be excluded. Abdominal and bowel gas pattern with scattered air-fluid levels in distended small bowel the abdomen to upper pelvis with transition to nondilated bowel in the pelvis. Some large bowel contents throughout. Findings may represent early or partial obstruction.¿ ¿ (B)(6) 2018: midline abdominal wound exploration with wound vac placement. ? Indications: ¿patient is a 56-year-old female with history of incisional hernia with mesh erosion into bladder status post exploratory laparoscopy with mesh extraction and bladder repair who presented to the ed [emergency department] with midline abdominal wound infection. The wound would be drained in the ed, but patient would not tolerate bedside dressing changes and the wound could not be properly evaluated. The patient would be consented for abdominal wound exploration with wound vac placement. The risks, benefits, indications, and alternatives were discussed and the patient agreed to the procedure.¿ ? Procedure: ¿the fascia was examined and appeared intact with no evidence of dehiscence. The wound cavity appeared to track superiorly although no purulent drainage was noted from the track. The wound would be thoroughly irrigated and a wv [wound vac] would be placed. A white sponge would be placed at the fascia with a black sponge overlying the wound. The wound vac would show good seal.¿ ? Specimens: ¿none. ? (B)(6) 2018: discharge: ¿follow up 2 weeks.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: ¿cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8839208. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2018: (B)(6) medical center. Various nurse signatures. Nurses notes. Past surgical history: bladder repair. Current medications: aspirin. Current every day smoker, 0.5 packs/day. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.